Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process controls and the final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (99 % stenosis degree) in a moderately-severely tortuous part of the distal lad. The affected orsiro mission was inserted into the lesion as a bailout for a dissection that had occurred at lad following pre-dilation. However, the stent could not be advanced into the proximal port of the guide extension catheter that had been placed for backup support to address the severe calcification. After removal of the orsiro mission delivery system, it was noted that the stent had dislodged. Upon careful removal of the ez guide from the guiding catheter, it was observed that the stent had been caught in the proximal port of the ez guide.